Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jan2020.

Event description:
The customer reported a ventilator with an air flow accuracy failure during performance verification testing. This issue was resolved via telephone contact between the customer and the manufacturer's phone technician. There was no patient involvement or harm. It was determined that the customer's information was out of date. The customer was utilizing an older service manual for referencing performance verification testing procedures. The customer was emailed the most recent service manual, and the manufacturer's phone technician referenced the appropriate steps within the current manual to the customer. From this, the customer reported that the device was found to be passing testing and within tolerance.